Event description:
It was reported that during a device check it was noted the right atrial (ra) lead experienced intermittent atrial undersensing. It appeared as a result of the undersensing, some of the sinus tachycardia and non-sustained ventricular tachycardia episodes noted on the device may have actually been atrial fibrillation (af) with a rapid ventricular rate. The leads remains in use. No further patient complications have been reported as a result of this event.